Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Other, other text: returned device was received with top case crackedby the lower left topcorners. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown . A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.